Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported that the cassette was found to be leaking. The product was replaced and the procedure was completed. No patient harm was reported. The reporter has declined consent to follow-up.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. The probe manifold was not returned. The ball in the drip chamber¿s check valve moved freely per specification. The yellow stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. Replacing the probe manifold from one in the lab stock a console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. The iop was measured and observed to be stable during functional testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. The value of 650 millimeters of mercury (mmhg) extrusion, the probe aspiration function, and 120 mmhg proportional reflux displayed on the progress bar. No leakage was detected from any component connected to the cassette, the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The labstock probe was also observed to function as it should during in aspiration mode during performance testing. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).